Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device issue: stent fracture. Time of device issue: 4 years post-procedure. Adverse event: none. It was reported that approx 4 years post a right internal carotid artery stenting procedure, a possible stent fracture was seen on an x-ray. Per carotid duplex, the stent was patent without any in-stent restenosis. The (B)(6) pt experienced an increase in the (B)(6) score from 0 the previous year to 2. MRI of the brain was negative for acute ischemia. Abbott vascular clinical confirmed a type 2 stent fracture with multiple single strut fractures in the proximal, mid and distal stent. Although requested, there was no add'l info provided.